Event description:
It was reported that when using the bd vacutainer® sodium fluoride/potassium oxalate 5mg/4mg, twenty (20) units exhibited insufficient negative pressure. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
E.1. Initial reporter facility name: (B)(6). Investigation summary: bd received one photo for investigation. The photo was reviewed and the indicated failure mode for underfill was observed. A total of 100 retention samples were visually inspected with no visible defects. Functional testing was completed on 10 retention samples and all testing was within specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode underfill. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.